Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the valve was not returned. Therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. This report was submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient became symptomatically bradycardic and hypotensive. Transcutaneous pacing and temporary pacing were initiated; intravenous therapy medication was administered. This had prolonged hospitalization. A permanent pacemaker was not required. This event was considered resolved two days later and the patient was discharged. The physician reported these events were probably related to the medtronic products and/or the valve implant procedure. The following night post discharge, the patient awoke at home feeling dizzy, warm and possible chest pressure. The patient went the emergency room and was admitted to the intensive care unit (ICU). Observation occurred for 2 days. Troponin measure 0.12. An electrocardiogram (ECG) identified sinus rhythm with first degree heart block. Intravenous heparin infused. The patient was discharged home with family on that second day of observation. However, later presented to the evening on date of discharge with sweats and not feeling well. An examination occurred and the patient was discharged that same evening. No treatment reported. The physician reported these were unlikely related to the medtronic products nor the valve implant procedure. Although the cause for these symptoms was also not reported. No additional adverse patient effects were reported.